Event description:
A 5 mm diameter x 12 mm length racer biliary stent system was inserted into a pt for the endovascular treatment of a left renal artery stenosis in 2004. Vessel morphology was reported to be severely calcified and moderately tortuous. The physician did not pre-dilate the lesion. It was reported that the stent was advanced to the lesion and dislodged from the delivery system while being moved back and forth during positioning. The stent floated down the renal artery in one of the micro vessels, where it remains. The physician was unable to snare the stent. The pt was left untreated at this time, but will be brought back in six weeks to see if further treatment is needed. No sequelae were reported and the pt is reported to be doing fine. The device was discarded.